Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient visited the emergency room (ER) due to high blood glucose (bg) levels of 28 mmol/l (504 mg/dl) while wearing the pod between 4 and 24 hours. There was a communication error during operation between the pod and the personal diabetes manager (pdm) that caused the patient to remove the pod early. At the hospital, the patient was administered insulin and performed blood tests.